Manufacturer narrative:
Age at time of event: patient is (B)(6) years or older.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 20x3.00 promus premier drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and the stent struts were lifted up. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.

Manufacturer narrative:
(A2) age at time of event: patient is 18 years or older. (B5) describe event or problem: updated.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 20x3.00 promus premier drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and the stent struts were lifted up. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable. It was further reported that 85% stenosed target lesion was severely tortuous and severely calcified.